Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date:12/2021).

Event description:
It was reported that some time post port placement, the patient allegedly had pain while contrast was injected, the patient experienced a popping sensation. It was further reported that a CT scan demonstrated that port allegedly allowing the contrast to extravasate and the rubber/silicone diaphragm for the impacted lumen had been displaced and no proper seal was present m this lumen for the overlying diaphragm. Reportedly fluid was freely extravasating into the surrounding port pocket. Patient current status was unknown.

Event description:
It was reported that some time post port placement, the patient allegedly had pain while contrast was injected, the patient experienced a popping sensation. It was further reported that a CT scan demonstrated that port allegedly allowing the contrast to extravasate and the rubber/silicone diaphragm for the impacted lumen had been displaced and no proper seal was present m this lumen for the overlying diaphragm. Reportedly fluid was freely extravasating into the surrounding port pocket. Patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the thirtieth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported extravasation and material protrusion issue. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date:12/2021), g3, h6 (device, method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.